Event description:
The electrode blade in the pencil has a small hole in the side of it, causing rf current to arc from this area in addition to the end of the blade. The pt received a small burn from the current exiting through this hole.